Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was replaced and effective therapy was reported post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had loss of therapy for several years and ipg was found inoperable. Patient had lost lot of weight and the system is superficial in multiple locations. To address the issue patient may be awaiting surgical intervention at a later date.